Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, smart device and receiver that occurred on (B)(6) 2016. Patient was not wearing device during call. The patient was educated on possible causes of signal loss. Patient will ensure to keep running applications on smart device to a minimum. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/08/2016 the reported event of loss of connection was confirmed. A root cause cannot be determined.